Event description:
It was reported a patient developed severe pain requiring medication approximately two years post implantation. Upon receipt of the medication, the issue was resolved approximately one month later. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01159. 0001825034-2023-01160. D10: cat #: 110010244 / g7 osseoti 3 hole shell 52mm e / lot #: 6424109. Cat #: 010000935 / g7 hi-wall e1 liner 36mm e / lot #: 6374859. Cat #: 12-115121 / cer bioloxd mod hd 36mm std nk / lot #: 2971283. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. The complaint is confirmed based on the provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.